Event description:
The following was reported through a review of a case abstract presented at the the 77th annual congress of japan clinical ophthalmology titled, ¿two cases with significant hyphema after istent (istent inject w) surgery." It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a hyphema characterized as "4 mm high niveau" and increased intraocular pressure (iop). Per report, during a one (1) week postop follow-up examination, it was observed that the bleeding "did not absorb naturally", and an injection/aspiration procedure was performed on the anterior chamber (ac). The report noted that the patient''s visual acuity and intraocular pressure recovered. Any omitted information was not available at the time of report. Please see the attached abstract for further details.

Manufacturer narrative:
Additional information: b3: presentation date used for date event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, iop increase, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, iop increase, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the products labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).